Event description:
The customer reported that the device shut down during use. The device was in use at the time of the event. The device was then swapped with a different ventilator. No patient or user harm reported. The remote service engineer reviewed the event log and found no check vent or vent inop alarms. The log showed that the device was powered on 06/02, and operated until 06/04 at 0800; when a code 2002 was logged (system shutdown). It was then reported that at 1400hrs, a code 2001 was logged (system startup), followed by a code 2002 within minutes. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the rse advised the customer that there is no indication of malfunction with the device. Multiple good faith efforts were made to follow-up with the customer to obtain additional information on 06/12/2022, 07/14/2022 and 08/03/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.